Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was unable to test the sensor communication with the insulin pump or perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test and the device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. Device had a scratched display window and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error. The customer has to repeat the rewind and prime. Blood glucose value was 593 mg/dl; treated with manual injection. The customer stated that the alarm occurred three timed the day of the call and it has been happening every day, twice a day for a while. The drive support cap is recessed. The device was not exposed to a magnetic field and she is able to rewind. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.